Event description:
It was reported that during use on a patient, this pb560 ventilator generated a "turb overheat restart / service" alarm. The ventilator continued to deliver breath to the patient; however, the patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. Initial reporter information cannot be provided due to the restriction by the privacy regulation. There is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb560 ventilator generated a "turb overheat restart / service" alarm. The device was made available for evaluation, the service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp replaced turbine to resolve the reported issue. Sp replaced the central processing unit (cpu) printed circuit board (pcb) because it was updated for 7 years and the upper housing was replaced due to damage. The ventilator has passed all tests, calibration and the product is in working condition. One turbine was received for failure analysis. The ventilator failed all the calibrations, flow sensor capacity test, turbine performance test, and both alternate current (ac) and battery ventilation. The turbine was sent to the vendor for further analysis. The likely cause was isolated to the front ball bearing failure of the turbine the likely cause of the event was isolated to front ball bearing failure of turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.